Event description:
It was reported that the infant circuit melted about 8 inches from the patient. The circuit was removed and replaced with a new device.

Manufacturer narrative:
It was reported by the facility that the device was in use on a newborn for an unknown length of time when the clinician noticed the infant circuit melted about 8 inches from the patient. The circuit was removed and replaced with a new device. There was reportedly no inadvertent force applied to or against the circuit during use. There was no impact to the patient's stability or oxygen level as a result of the incident. There was no serious injury identified, follow up care needed or medical intervention required related to the event. The circuit was replaced and the treatment was continued as ordered. The device was not returned to the manufacturer for evaluation however a photo of the melted circuit was returned and the customer reported issue was confirmed. A definitive root cause was not able to be determined at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.